Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Investigation is still in progress.

Event description:
Description of event according to initial reporter. On (B)(6) 2020 - celect fractured with 2 arms off. One retained (loosely) locally. Other in 2 pieces one retained behind ivc other migrated to between right psoas and right kidney. I removed all intravascular fragments with four sets yesterday. Placed in 2017. Patient outcome: the patient is doing well

Manufacturer narrative:
Manufacturers ref# (B)(4) summary of investigational findings: a celect ivc filter, which was implanted in 2017, was found to be multiply fractured. 2 arms were broken off. One intravascular, which was retained locally but loose in ivc. The other one was found in two pieces, both extravascular, with one retained behind ivc and one recently seen to migrate from near ivc to between right kidney and psoas (with 1-month interval). Intravascular fragment and tip embedded filter were removed with forceps. Extravascular fragments were left for now, and the patient is doing well. Limited information was available regarding the complaint product. No imaging was provided for the investigation, and no product was returned for evaluation. Furthermore, cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. However, there are adequate controls in place to ensure that this type of device is manufactured to specifications. It is unknown how the implantation procedure went, or if anything occurred during the procedure which could have affected the filter. Due to limited information provided, the exact cause for the reported event cannot be established. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). H11) corrected data compared with mw5093070: b4) 13feb2020. D3) cook medical llc. Bloomington, in united states. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Corrected description: on (B)(6) 2020, celect fractured with 2 arms off. One retained (loosely) locally. Other in 2 pieces one retained behind ivc other migrated to between right psoas and right kidney. I removed all intravascular fragments with forceps yesterday. Placed in 2017.